Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Annex b: b01m annex c: c0201, annex d: d02. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of "failed pressure disc accuracy¿ was confirmed. Pressure disc accuracy test was performed using asm. Pressure disc accuracy test failed. Syringe was disassembled and original pressure sensor was swapped with a known-good one for testing. Pressure disc accuracy test was performed again, and a pass result was observed. Thereby confirming a faulty pressure sensor as the root cause. On 10-dec-2024, syringe device was received unboxed and with paperwork. Internal investigation revealed a faulty pressure sensor. Device to be returned to san diego repair center for normal processing. Recommend bd san diego repair center to replace faulty pressure sensor. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed pressure disc accuracy. There was no patient involvement.

Event description:
It was reported that the device had failed pressure disc accuracy. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.